Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and unavailable for return to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies difficult or delayed coil detachment as potential complicationa associated with use of the device.

Event description:
It was reported that during a left vertebral arteriovenous fistula (avf) embolization procedure, the coil stretched and unraveled prior to detachment. The coil stretched significantly leaving too fine of a wire and too long to be able to snare or capture. The coil was left implanted in the patient. Subsequent coils were placed successfully and the patient is fine.

Manufacturer narrative:
Summary device evaluation: the investigation of the returned coil system found the pusher body coil damaged, the proximal connector kinked, the implant returned separated from the delivery system, and the implant completely stretched, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.